Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed unexpected restart and had moisture damage. The customer stated the pump keeps scrolling then goes to black screen and then alarms. Also, the customer stated the pump was exposed to water, now she sees droplets in the screen. The customer's blood glucose was 120mg/dl. Customer stated the fluid was noted under the lcd display. The customer was advised to discontinue use of the pump and revert to back up plan.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics assembly. Unable to confirm the unexpected restart alarm and ramping numbers on the display due to the blank display. Unable to perform any tests due to the blank display. The pump was received with a cracked battery tube thread, a cracked reservoir tube lip, and minor scratches on the display window.